Event description:
It was reported that revision surgery was performed because the patella component was completely detached from the patella and in the joint space. During the revision surgery two of three pegs were found broken off and remained within the patella. The third peg was intact but showed signs of damage.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A lab analysis indicated little to no damage along the articular surface. Damage is shown along the surface of the bone contacting side of the implant. A post is deformed and two posts are fractured, one of which is cleaved at the bone interface while the other deformed in the same direction as the remaining post before fracture. No material or manufacturing defects were observed in the course of this investigation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part did not reveal additional complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.